Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2019-06220.

Manufacturer narrative:
1627487-12192011-003-r ipg serial number was included in multiple field advisories. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-06220. It was reported, that the patient had an explant around (B)(6) 2011 (exact date of explant is unknown). The patient stated that their body rejected the implanted system.